Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The international customer reported that the v60 screen became dark, a system error was displayed, the unit became inoperative, and an alarm sounded. The hospital biomed reviewed the diagnostic event log and blower stalled occurrence was identified. Since the unit did not reboot, the clinician powered it on and continued to be used on the patient. The manufacturer's sales representative visited the hospital and replaced the unit with a second v60. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The v60 vent was evaluated on 02/13/2017 at the manufacturer's international service center. The technician inspected the unit but the reported complaint was not duplicated. Error code 100e (blower stalled) was registered in the diagnostic event log. No parts were replaced. Software version was downgraded to 2.10. Check test was performed then no abnormality was confirmed.